Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage is decreasing at a more rapid than expected rate. The physician has elected to monitor battery status until elective replacement indicator (eri) is reached. This report will be updated when further information is available.